Event description:
The customer reported the reservoir had occlusion. Customer stated was priming and got no deliver. Customer stated infusion sets that were replaced one did not stick, he sent it back to us along with others that did not work. Customer was also short of two reservoirs. Customer stated after rewinding he got lost sensor alarm. Troubleshooting was done. Customer's blood glucose was 152 mg/dl. It was found that after changing the reservoir it got resolved. Advised the customer to return the reservoir for analysis. The infusion sets and reservoirs were replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)